Event description:
Pt was on pca pump. Morphine 1.5 mg doses at 8 minute intervals for a maximum dose of 24 mg in a 4 hour period was ordered, initiated. Approx 9 hours after initiation of the pump and after receiving a total of 29 mg, the pt experienced respiratory arrest that was relieved following administratiaon of narcan. Upon measuring the morphine left in syringe, 17 mg were not accounted for on the pump log.